Event description:
Reporter indicated that the vns pt has been experiencing an increase in petit mal seizures. The reporter has indicated that he believes the vns generator to be approaching end of service resulting in the increase in seizures. It is not known how the seizure frequency compares to the pre-vns baseline. Diagnostics show normal device function and the generator is not yet at end of service. A battery life calculation was performed that estimated approximately 0.7 years until end of service. Surgery to replace the vns generator prophylactically appears likely.